Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed during sensing test. Suggested programming changes were not made. Device was normal during follow-up check.